Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had their ins for 7 years and it worked well. The patient stated that they were going to change the batteries, but everything was changed. No further complications were reported or anticipated. No symptoms were reported. No device allegations were made.